Event description:
In preparation for a ptca procedure, while sliding the stent of the liberter monorail stent delivery system over the wire, the shaft broke. This device was not used. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.